Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Primary surgery: the femur fractured when the surgeon was inserting the primary stem.

Manufacturer narrative:
The agent reported "(the femur fractured when the surgeon was inserting the primary stem, so he explanted it and used the exprt line to finish the case. Female 60 yrs)." The item was lost/discarded. This event occurred during surgery near the patient. There was another suitable device available. The incident did cause a 2-3 min. Delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the device was inspected prior to surgery and was found to be acceptable. Surgical devices condition can be determined while being used for its intended purpose. The replacement of surgical devices due to unavoidable incidences do not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time. A review of the device history records (DHR) revealed, when released for use, the item(s) met design and manufacturing requirements. Complaint database review showed no previous complaints with the same description of the event. This event is attributable to the femur fractured when the surgeon was inserting the primary stem. The fracture could be a result of excessive forces experienced during broaching or poor quality of bone and no information with respect to the patient's bone quality was available to analyze. Also, reaming and broaching procedures may lead to potential fracture of the femur. This is not an event associated with a product failure, malfunction or issue.